Event description:
The manufacturer representative reported the patient came in for a refill, and it was discovered the catheter was kinked. It was decided not to refill the patient's pump at that time due to an upcoming revision to fix the catheter. During the revision, the catheter was removed from the intrathecal space and cleared through the catheter access port. The catheter was then revised. Following the revision procedure, the pump was programmed with a priming bolus to prime both the catheter and inner pump tubing (0.199 ml) instead of just the catheter. The patient began to experience overdose symptoms likely due to residual drug in the inner pump tubing. Additional information has been requested from the hcp but was not available on the date of this report. See MFR report#6000030-2007-01925.